Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent dislodgement can be influenced by many factors, including, but is not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. The patient anatomy was heavily calcified which may have contributed to the stent dislodgement. An interaction with the lesion/anatomy during advancement in the lesion may have resulted in an interaction with the stent implant that could have subsequently led to the stent dislodgement. The dislodged stent remains in the patient anatomy since the attempts to remove the stent using balloon angioplasty were unsuccessful. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. A conclusive cause for the reported stent dislodgment could not be confirmed. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that during a procedure of the circumflex artery, the stent implant dislodged from the balloon in the left main artery. It was noted that the xience stent implant was visible via fluoroscopy; however, attempts to remove the stent using balloon angioplasty were unsuccessful. There were no reported adverse patient sequela. Though requested, no additional information was provided.